Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a one-link catheter extension set. When used with a non-baxter pressure injector, it caused a scan in the customer&#38112;computerized axial tomography (CT) department to be &#50063;n-diagnostic&#56224;the reporter stated that the pressure injector was not able to achieve the desired pounds per square inch (psi) to function properly while being used with the one-link set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.